Event description:
It was reported to philips that a message stating active button detected on control module was displayed during startup, which can impact system booting. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.